Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lv lead was later capped and replaced due to the high thresholds.

Manufacturer narrative:
Concomitant product: d314trg crt-d, implanted: (B)(6) 2013.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. High thresholds were also observed on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.